Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that no exact cause could be determined (patient reported that he fell on his back three years ago, but impedance problems started just recently. A relation cannot be confirmed). Regarding reprogramming, it was reported that the contacts were not changed, the intensity was increased with the clinician tablet to a level that the patient was content with.

Event description:
It was reported that an out of regulation (oor) error message displayed on the patient controller. System needs to be checked with a physician programmer. Stim amplitude was quite low, there was speculation of an impedance issue with one of the contacts. The health care provider (hcp) advised the patient to contact medtronic. Additional information was received stating the manufacturer representative (rep) had a follow up meeting with the patient and imped ance measurements were performed which showed that poles 1 3 showed impedances above the tolerance threshold (>40k ohms). The patient reported that their patient device would give an error when trying to increase the intensity, but decreasing was possible. The rep tried to connect a replacement patient device, but the same error occurred. However, they could increase the intensity with the clinician tablet without problems. Technical services advised that the impedances issues were the root cause of the oor error, they advised to deactivate contacts 1 <(>&<)> 3 and not use them in the patient's therapy programming. They noted that being able to increase with the clinician tablet but not the patient programmer could be due to oor appearing at higher values on the clinician tablet, or that the contact issues could be appearing intermittently.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.